Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was received for analysis after decontamination; the upn and lot number match those provided by the customer. The returned device has the distal tip curving to the right in the neutral position. There is a kink in the device approximately 13mm from the distal tip in the neutral position; the kink is between r1 and r2. The seals on ring 1 and ring 2 are compromised and there are body fluids on the edges of the rings. The catheter was placed on the curve template and the device failed both right and left curves tests; the tip does not reach the shaded area of the template. The distal section was dissected. There is a small amount of body fluid under r1 and r2 rings. The kevlar wrap is displaced and the center support is bent. One of the steering wires is detached; there is evidence of solder on both the center support and the detached steering wire. It is likely the seals on ring 1 and ring 2 being compromised was an induced failure during the procedure due to the bent center support/kink in the distal section. A device history record review was performed and no deviation was found. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Reportable based on analysis completed (B)(6) 2017. It was reported that during an atrial flutter procedure an intellatip mifi¿ xp temperature ablation catheter was advanced into the right atrium. During the procedure the steering control broke and the catheter tip was bent. It was noted the catheter had not been pre-bent prior to insertion, was not kinked, and had not been over torqued. The procedure was completed with another of the same device. There were no patient complications and the patient was in stable condition. However, returned device analysis revealed the seals on ring 1 and ring 2 were compromised and there were body fluids on the edges of the rings.